Event description:
It was reported that (B)(6) following implant of the pump and catheter, the pt developed a subdural hematoma. The pt experienced a headache post surgery and the symptoms had progressively gotten worse. The pt became obtunded and was in the ICU. The hcp wanted the pump stopped. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).